Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4). Reason for original complaint.- litigation papers allege: pai, difficulty walking, popping, grinding and cracking sensations, numbness, difficulty sleeping, body disfigurement and loses balance easily. Doi: (B)(6) 2006 left hip. Dor: none reported patient residence: (B)(6). Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found other reported incident(s) against the metal insert provided product/lot combination(s) since release for distribution. A previous review of the device history records for this product did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported complaints against the remaining product and lot combination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.